Manufacturer narrative:
Product event summary: at analysis it was noted that there were errors in the update history, that the touch screen was out of specification, that the connection from the radiofrequency head to the programmer was broken and that both keyboard hinges were broken. During final functional testing several errors occurred and it was determined that the link-electronic module (lem) board was defective and then again during final functional testing it failed the analyzer signal test. It was noted that the memory card was loose and defective and that there was antenna (left) failure. The lem board, analyzer flex cable, memory card and touch screen assembly were replaced and the touch screen calibrated. The left antenna was readjusted, new software was installed and the device was cleaned. It then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the connection from the programmer to the radiofrequency head was broken. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service and subsequently tested out of specification during manufacturer's analysis.